Event description:
It was reported through the results of a clinical trial that approximately nine months and twelve days post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject had an adverse event of stenosis of cephalic arch in arteriovenous fistula. It was further reported that re-intervention was performed in the target lesion left upper arm with 70% initial stenosis and 15% final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty was used for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.